Event description:
The customer returned the ultrasound gastrovideoscope to the repair center for a separate issue. During device analysis, the repair team identified a pinhole in the light guide lens cement, missing ke45 (thixotropic adhesive) on the control body forceps cover, and a small chip on the pink rubber. It was determined that the cement and adhesive needed to be replaced. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A definitive root cause could not be identified. Based on the results of the investigation, the most probable cause of the malfunction is traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.